Manufacturer narrative:
The glidescope bflex 5.0 single use bronchosope was returned to verathon for evaluation. Inspection of the glidescope bflex 5.0 single use bronchosope confirmed that the distal tip had detached. Review of the glidescope bflex 5.0 single use bronchoscope operations and maintenance manual (omm) reveals that the glidescope bflex 5.0 single use bronchoscope is not recommended for use with double-lumen endotracheal tubes such as the 41fr double-lumen endotracheal tube. It is likely that the off-label use of the glidescope bflex 5.0 single use bronchoscope caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope with a 41fr double-lumen endotracheal tube (dlt), the distal tip of the bronchoscope caught on the end of the dlt and was sliced off. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.